Event description:
Clc2000 catheter connector's leaking. We had several home health nurses state the caps were leaking on at least 5 different patients. Two patient's piccs had difficulty drawing blood after leaking caps, but we are unsure if the difficulty drawing from the PICC was related to the leaking caps. We contacted the company and removed the lot we were using. Lot # 88-104-la. They had rep laced them. Dates of use: (B)(6) 2010 - (B)(6) 2010. Diagnosis or reason for use: central line end cap. Event abated after use: yes.